Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had high blood glucose and the pump was under delivering. Customer's blood glucose level was 28 mmol/l at the time of incident and the another blood glucose level was 30 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose. Customer was treated with multiple daily injection. The reservoir will not be returned for analysis.